Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. It was discovered that their implantable cardiac defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy. Programming changes were suggested and made.